Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 141 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The insulin delivery was suspended due to the sensor values. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was below 80 mg/dl. The suspend on low limit in sensor settings was 60 mg/dl. The blood glucose value associated with the triggered suspend event was 141 mg/dl. The sensor will not be returned for analysis.